Manufacturer narrative:
A sample was not returned to bd for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5182571. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 120 ml bd vacutainer® plastic urine collection cup had mold on the walls of the cup. No injury or medical intervention.